Event description:
A surgery supervisor reported that during intraocular lens (iol) implantation, a foreign body was noticed on the lens. The incision was enlarged to facilitate removal of the lens and another was implanted. Additional information has been requested.